Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information received by a pharmacist of touch contamination and peritonitis in a female patient with extraneal viaflex and dianeal-n pd 4 1.5% therapies for renal failure chronic. On (B)(6) 2010, the patient contacted baxter (B)(4) technical service to report he was experiencing abdominal pain. Follow-up with a pharmacist revealed that on (B)(6) 2010, the patient experienced peritonitis manifested by the abdominal pain and was admitted to the hospital. Treatment for the peritonitis included an unspecified antibacterial drug. As of the time of this report, the patient was recovering from the peritonitis. It was not reported if the patient had remained hospitalized or it antibiotic treatment had continued. It was not reported it the patient was retrained in aseptic techniques for the touch contamination. Extraneal and dianeal therapies were ongoing. The pharmacist believed the peritonitis was not related to extraneal or dianeal therapies since the patient had problems regarding the sterilized technique and the event was considered due to touch contamination. The pharmacist did not provide an opinion of causality for the event of touch contamination and pd therapy.